Manufacturer narrative:
The complaint of leaks on item 011-ch2000s can be confirmed based on the photos shared by the customer. However, without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history review (DHR) for lot#12708796 was reviewed, and non-conformities were found that would have led to the reported condition on the complaint. D9 - device available for evaluation: no.

Event description:
The event involved a spinning spiros¿ where the customer reported that when they made a 2 x epirubicin syringes as one dose, leaking through the spiros was observed. They have checked and both spiros were on correctly. There was patient involvement, it was not detected prior to direct patient use. There was no blood loss or serious injury/death. No unprotected chemo exposure. There was a delay in critical therapy. No adverse operator consequences. No med/surg intervention required. The device(s) was changed out/replaced with no further problems encountered. The product was stored within a storage unit how it was always stored. There was no hole, cut, tears or any defect noted. There were two products affected.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.